Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "ail alarms" (air in line alarms) was reproduced. A review of the event history log revealed "air in line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had air in line alarms. This occurred during testing at the biomed service.  There was no patient involvement.  No additional information is available.